Event description:
During a laparoscopic partial liver resection, the ptfe pad was partial peeled off/missing after a very short time of use. The fallen off part of the ptfe pad was retrieved by the physician. The physician replaced the subject device with a similar device and the procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for eval. This will be supplemented if device eval becomes available.